Event description:
Medtronic provided the following information: it was reported that during a cardiac ablation procedure, ventricular fibrillation occurred on the first and second radiofrequency (rf) lesions of the cavotricuspid isthmus (cti) line, necessitating defibrillation each time. The procedure was switched to pulsed field (pf) ablation for the remaining lesions on the cti line, which proceeded without further issues. The case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.